Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Expiration date - ni. Date implanted - ni. Date explanted - n. Initial reporter - the article was written by olle muren, ehsan akbarian, mats salemyr, henrik bodén, thomas eisler, andré stark, and olof sköldenberg. Manufacture date ¿ ni. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "no effect of risedronate on femoral periprosthetic bone loss following total hip arthroplasty", which aimed to investigate the effect of risedronate therapy on periprosthetic bone resorption during the first 4 years after total hip arthroplasty (tha). Three patients identified in the article had radiograph evaluation showing class iii-IV heterotropic ossification. There has been no further information provided and the patient outcome is unknown.